Event description:
Deployment of the excluder bifurcated endoprosthesis was successful. However, when pulling out the cook 18fr sheath on the left side, the artery dissected. The clinician selected a dacron graft and attached it as a jump graft. According to the clinician, the pt had small externals and when inserting the 18fr sheath noted it was snug going in. Pt status is fine. There was no allegation of deficiency made by the clinician.